Event description:
The customer reported the device powers up in the incorrect mode.

Manufacturer narrative:
(B)(4). The customer reported the device powers up in the incorrect mode. The device was evaluated by a philips field service engineer. The reported symptom was verified. The bezel assembly was replaced to resolve the reported issue.